Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness, hypoglycemia and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient received medical attention on (B)(6) 2025, while wearing the pod due to high blood glucose (bg) levels and feeling unwell. Symptoms included unresponsiveness and shaking. The diagnosis was hypoglycemia, and treatment involved testing bg levels, providing a meal, and food. The pod cannula was properly inserted, and there was no redness, swelling, or insulin leakage at the pod site. The patient's glucose declined to 45 mg/dl while wearing the device between 4 and 24 hours in the arm. Low blood glucose was thought to have occurred from excessive basal insulin and the patient not consuming enough carbohydrate. The patient lost consciousness and was taken to the hospital by ambulance, where they received an intravenous (IV) drip (dextrose d5w). The patient plans to return to using the pump and place a continuous glucose monitor (cgm).